Manufacturer narrative:
Device evaluation is not necessary because the reported migration of the patient's generator has been determined as not related to vns therapy.

Event description:
It was reported by the physician that the patient's generator was freely moving in her chest. Due to the movement of the generator, the physician referred the patient for surgery to electively replace the vns generator. The surgeon also intended to create a new pocket beneath the pectoralis major muscle in hopes of preventing the generator from rotating. Further information was received which found that the surgical referral was due to the seriousness of the generator¿s movement under the skin. A review of the physician's notes showed that non-absorbable sutures were used during the implant surgery and that the patient was a very thin female which could have contributed to the movement of the generator. It was also reported that the patient had an allergic reaction and infection from the implant surgery. These events are reported in mfg report # 1644487-2017-04284. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was taken to surgery for a pocket revision to address the generator migration. However during pre-op the patient reported that during the previous day she felt 10 minutes of stimulation after she swiped the vns magnet. Diagnostic testing was then performed and the results were within normal limits. The surgeon then opted to replace the generator during the repositioning surgery.